Event description:
It was reported that the procedure was being performed in the ICU at the end of insertion of catheter, after opening the clamp to instill heparin. After closing the clamp, the blue extension line was covered with blood. A few hours later, the catheter was removed and a new insertion was performed. The problem was resolved without reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.